Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after the cup was implanted, it was noticed that there were frayed metal strands resembling hair from the periphery of the cup. The cup was removed and a different cup was used.